Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. Microscopic examination revealed a tear in the balloon material in the proximal balloon cone. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
Reportable based on device analysis completed on 30jan2020. It was reported that balloon leak occurred. The target lesion was located in carotid artery. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon was leaking gas. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed tear in the balloon material in the proximal balloon cone.